Event description:
It is reported that patient is experiencing loosening of the tibial component.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
These devices are used for treatment. No devices or photos were received; therefore the condition of the components is unknown. Review of primary operative notes confirms patient underwent a bilateral total knee arthroplasty due to degenerative joint disease. The right knee was addressed first. Trial components showed excellent restoration of alignment, stability, and motion from 0 to 120 degrees. Components were cemented in using pressurization technique. Components appear to be implanted at the correct orientation and fit as per the surgical technique and do not indicate root cause. A product history search revealed no additional complaints against the related part and lot combination. A definitive root cause cannot be determined with the information provided.